Manufacturer narrative:
(B)(4). Received 8pcs. Correction/removal number : 454029/c200533c for evaluation. Received customer distributor case report. Clarification on the exposure incident was provided by the customer. No life threatening, permanent impairment of a body function, permanent damage to a body structure, nor medical or surgical intervention was required. A check of quality, production, and maintenance records revealed no deviations in relation to the reported event. We forwarded the complaint and samples to our affiliated headquarters in (B)(4). Customer samples were checked for draw volume and cap removal force. According to their investigation and comments, no deviations occurred within the draw volume and no values below the lower tolerance were measured during the cap removal. All test results were within tolerance. Therefore, the complaint is not confirmed or cannot be determined.

Event description:
Customer states a cap "popped off" of a tube. This occurred while the phlebotomist was labeling the tube after the phlebotomy was complete. The samples was collected with a butterfly needle. A syringe was not used. The phlebotomist did not remove the cap before or during collection (before it popped off during labeling, after phlebotomy). Blood contaminated the ceiling and floor. There was no exposure to the patient. There was exposure to the phlebotomist, possible eyes. No photos available. The customer is uncertain of the lot number of tubes but states possibilities include the 3 lots.